Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, the device's touchscreen was locked. The device's display, display board and display interface board were replaced to address the issue.